Event description:
Customer claims, the ventilator was returned for repair. When the either supply pressure is disconnected from wall outlet, the alarm message and visual alarm message is displayed but no audible alarm is activated.

Manufacturer narrative:
Ventilator evaluated the device and found it was out of calibration. Review of the history records indicates, the device was within calibration and met its product specifications prior to release for shipment.